Event description:
It was reported that while preparing to start therapy, no ECG signal can be recorded in the cardiosave intra-aortic balloon pump (iabp). There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Corrected field: g1 (contact person ¿ mfg site).

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse reported that problem-free, EKG displayed with simulator. The fse observed that a pin on the green plug of the ECG master cable appeared to be slightly bent. The fse carefully straightened the pin and then the unit was problem-free. The unit was left with EKG recording and this solved the problem. The fse performed all functional and safety checks to meet factory specifications. The iabp was returned to the customer and cleared for clinical use. (B)(6).

Event description:
It was reported that no ECG signal can be recorded in the cardiosave intra-aortic balloon pump (iabp). There was no patient involvement, and no adverse event reported.